Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was trying to check if her stimulation was on high enough because she has been in a lot of pain and nothing comes up. The patient was getting an informational power on reset. The patient was wondering if it was displaying because she fell asleep during recharge the night before. It was noted that the power on reset was not related to an overdischarge event. The patient was able to successfully clear the power on reset message using the patient programmer. The patient felt stimulation when she stood up. The implantable neurostimulator only helps with part of her pain. It helps with the back and legs., but does not help with the severe sciatic pain. It was noted that her stimulator can stop some of the pain or slow it down, but she is still in bad shape even when it is on, just not so bad when it is on. The patient has had a number of surgeries on her back, and some of the fusions are falling apart. The patient noted that her back has to be repaired because she is kind of bent over from it and is having a hard time breathing because bending over causes lung compression which has started about 3 months prior to the report. The patient has a sciatic nerve that is going haywire and the stimulator was not doing any good with that. Her hip hurts so bad, and noted that it¿s ¿like a big boil.¿ the health care provider had told her that there is nothing wrong with the hip. The patient also mentioned that her left leg hurts too. The pain starts happening when she lies down. The health care provider has been giving the patient shots and is supposed to do an ablation. No further complications were reported.